Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated device was within normal range of operation. Further analysis of the device header and connectors found no anomaly contributing to reported field event. Telemetry, impedance, and hv functions were normal.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) header would not accept lead insertion. Abnormal pacing impedance was also noted. The device was exchanged. There were no patient consequences.

Event description:
Additional information was received that the pacing impedance was too high.